Event description:
After an implantation time of about 25 months, this device was explanted due to the pt experiencing syncopes.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to a visual and mechanical inspection. The mechanical inspection of the connector system showed no deviation from the specification that might explain any malfunction. All dimensions of the header bore were within the range requested by the is-1 standard specifications. The set screw was effectively contacting the connector pins. The set screw could be easily screwed in and out. Also, the spring element for the electrical contact between the lead connector and the pacemaker channel did not show deviations. Upon incoming inspection, the pacemaker stimulated with the following parameters: (B)(4). The pacemaker was subjected to a complete final acceptance test and proved to be within all electrical specifications. There was no indication of sensing and/or pacing problems. The pacemaker proved to be fully functional. Additionally, the pacemaker was subjected to a long-term pacing test. The pacing test confirmed a permanent pacing of the device. In summary, this pacemaker did not show any sign of a material or manufacturing problem. It is completely within its specifications.